Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter - date: (B)(6) 2010, inratio: 1.5, md's meter: 2.7, retest1 inratio: 1.5, retest2 inratio: 2.0, retest3 inratio: 2.6.